Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on (B)(6) 2025. During the procedure, inadequate stent opening was observed. Additionally, stent migration was reported. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.